Event description:
Boston scientific received information that this atrial lead was explanted due to patient infection. No adverse patient effects were reported. Boston scientific did not make the explant and event dates available.